Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported that it felt like the stimulation would shut off when the programmer was turned off, and it felt like therapy came back on when the programmer was turned back on. It was noted they were checking therapy appropriately and were not turning therapy off. The patient was experiencing sudden increased shaking the day of this report, and wanted to make an adjustment. It was also noted it was the first time any changes to setting had been made. The appropriate adjustments were made using the programmer and antenna. It was noted they would follow-up with their health care provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp stated that the cause of the feeling of therapy turning off when the programmer was turned off was due to a patient programmer malfunction. The only intervention taken was the manufacturer replacing the patient's programmer.